Manufacturer narrative:
Successful calibrations were observed on (B)(6) 2025. Failed calibrations were observed on 09-oct-2025. Incomplete qc data was provided; the qc data provided appears to be mostly acceptable. No preanalytical issues were observed. Abnormal aspiration, sample probe, and sample clot detection errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The field service engineer (fse) found issues with the sample probe and the heat cut filter. The fse replaced the sample probe and the heat cut filter. Cell blank measurements and precision testing were completed with acceptable results. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The a1cx3 reagent lot number was 872465 with an expiration date of 31-aug-2026.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 503 analytical unit. Patient 1 initial result was 12%. The repeat result was 5.4%. Patient 2 initial result was 8.4%. The repeat result was 5.7%. The initial results were questioned by medical staff, and the samples were repeated. The repeat results were believed to be correct.